Manufacturer narrative:
The device history record was reviewed and the product met all manufacturing specifications. We are not able to perform a sample analysis as the device was not returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report from france stating, "difficulty during the placement in order to remove from the transgastric hole. Pain when waking up gastric parietal necrosis and peritonitis requiring surgery." During the placement of the peg tube on (B)(6), 2011, the physician had difficulty passing the tube through the opening in the skin. A dressing was placed over the stoma site at the completion of the procedure which did not allow the staff to visualize the stoma site therefore the complications went unnoticed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).